Event description:
The turnpike lp catheter was being used for pci in a severely calcified proximal right coronary artery lesion. The tip of the catheter broke off from the catheter. Several unsuccessful attempts were made to aspirate out the fragment. The patient was sent to the operating room for urgent coronary artery bypass grafting.